Manufacturer narrative:
Other applicable components are: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was an infection at the patient's pocket site. The system was explanted, antibiotics were prescribed, and the issue was resolved. No further complications reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are:product ID 977c165 (B)(4) implanted: (B)(6) explanted: (B)(6) product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported the ins and lead will not be returned for analysis and was discarded by the facility. The infection occurred about a week prior to the explant. This was confirmed with the physician/account. No further information was reported.